Manufacturer narrative:
(B)(4). Date sent: 1/24/2020. H10: corrected data = h1. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Per the original report # 2200710000-2019-8063 it is stated: ¿is this a single -use device that was reprocessed and re-used on a patient? The answer was yes. Name of reprocessor is ethicon stryker ¿

Manufacturer narrative:
(B)(4). Batch # unk. User facility medwatch form (B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. (B)(4).

Event description:
See user facility medwatch form (B)(4).